Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported severe shortness of breath and gi bleed. Based on the provided information, there is no documentation that shows a causal relationship between this peritonitis event and the use of the liberty cycler. Additionally, there is no allegation against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the event of severe shortness of breath and gi bleed remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis (pd) patient was admitted to the hospital for a gastro-intestinal bleed. It was documented that the patient presented to the emergency room status post one month coronary artery bypass graft (CABG) surgery, on plavix and aspirin with chief complaint of melanotic stools and extremely short of breath. The patient was found to be pale with profound weakness and marked weight loss. A review of the patient¿s systems were unremarkable aside from the initial patient symptoms. The patient denied abdominal pain and has no prior history of peptic ulcer disease. The patient reports some discomfort in upper chest but more over the substernal incision. According to the patient, the melanotic stools began approximately one month ago and they had noticed it off and on during the month. The patient was admitted with a provisional diagnosis of gi bleed, anemia, severe shortness of breath, status post CABG and severe chronic obstructive pulmonary disease (copd). The patient underwent an electrocardiogram (EKG) resulting in normal sinus rhythm with diffuse st-t abnormalities. A computed tomography angiography (cta) scan and venous ultrasound were ordered due to abnormal d-dimer results (3840, unknown units) and both scans were negative. The patient also underwent an esophagogastroduodenoscopy (egd). The findings were normal endoscopy, no esophagitis, no gastritis, no ulcer, no blood or evidence of bleeding noted. The source of the bleed was not confirmed. The patient sodium level was low (128) on admission. No further hospital course is known. A cardiology consult determined to keep the patient on plavix and aspirin and to also continue beta blocker and to continue atorvastatin, the patient was cleared for discharge by cardiology. Patient disposition is unknown. The patient was continuing pd therapy through continuous ambulatory peritoneal dialysis (capd). Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.